Event description:
It was reported that a pathfinder removal driver tip bent during a revision case. There was no procedural impact nor patient harm, and the revision procedure was not related to highridge product.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows one of the prongs on the tip of the device is bent. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for driver for the failure of deformation. The failure could possibly be attributed to the repeated usage and/or excessive forces being applied beyond the intended use of the instrument leading to the deformation of the device. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a pathfinder removal driver tip bent during a revision case. There was no procedural impact nor patient harm, and the revision procedure was not related to highridge product.